Event description:
The center throat cover assembly on the linear accelerator fell and struck the patient on his left forehead above the eyebrow. This resulted in a laceration that required 9 stitches and a mild concussion. Varian reference (B)(4).

Manufacturer narrative:
Upon arriving at the customer site in response to the report of the cover having fallen and striking a patient, the field service engineer (fse) found the cover replaced and secured normally by hospital personnel. Inspection of the detached center portion of the cover replaced and secured normally by hospital personnel. Inspection of the detached center portion of the cover assembly and the attached left and right shoulders by the fse on the day of the incident did not reveal any physical damage to the covers or latching mechanisms, nor were any looseness or other issues observed in the latches or receptacles. The lack of physical issues with the covers and latching mechanisms was confirmed by a second inspection by the dm during a separate visit to the site. Both the fse and the dm noted that the center portion of the cover was securely and firmly held in position when attached. Four days prior to incident, the fse conducted a service call that required removal of the suspect cover. Although it was his usual practice to re-engage the latching mechanism when providing service that required the removal of the cover, the fse did not recall whether he did or did not engage the latching mechanisms. The accelerator was in routine use for approximately two days between the service call and the incident with no reports of cover issues. With no mechanical issues observed, the suspect cover has been left in place and has remained securely attached during regular use of the system. Technical root cause: based on the information available and the observation of the cover assembly, this event was likely due to a failure to properly engage the center throat cover latching mechanism. Device has continued in service without observed issues between the time of the incident and of this investigation. No additional follow up to this report is anticipated.